Event description:
It was reported that during use with the panel phoenix nmic/(B)(6), 4 isolates of e. Coli were misidentified as e. Cloacae. There was no report of patient impact. The following information was provided by the initial reporter: customer reported 4 isolates of e. Coli¿s that were misidentified as e. Cloacae. Incorrect ID¿s were reported then amended. No adverse patient effects.

Manufacturer narrative:
D10: device available for eval: yes. D10: returned to manufacturer on: 03-july-2023. H.6 investigation summary: this complaint is for misidentification of escherichia coli as enterobacter cloacae when using phoenix panel nmic/(B)(6) ((B)(6)) batch number 3059859. The customer did not return panels but provided and phoenix generated lab reports for the investigation. The lab reports show patient isolates identified as e. Cloacae. The customer returned three isolates that were ran on bruker maldi and verified as e. Coli isolates. To investigate, one retention panel from the complaint batch 3059859 and one control panel from the same material but different batch were tested using customer returned isolate e. Coli-1 on a phoenix m50 machine and evaluated for identification results. Next, one retention panel from the complaint batch 3059859 and one control panel from the same material but different batch were tested using customer returned isolate e. Coli-2 on a phoenix m50 machine and evaluated for identification results. Lastly, one retention panel from the complaint batch 3059859 and one control panel from the same material but different batch were tested using customer returned isolate e. Coli-3 on a phoenix m50 machine and evaluated for identification results. For a total of six panels tested. All six panels identified the isolates as e. Coli, therefore, this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. Complaint trending was performed, and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary.

Manufacturer narrative:
G5. The panel phoenix nmic/ID-307 is an antimicrobial resistance panel that consists of a combination of the following 510k numbers: k020322, k023444, k023634, k023858, k024153, k031530, k031699, k032299, k032655, k033560, k041384, k042932, k052269, k060214, k060217, k060444, k060447, k060447, k061355, k062944, k063301, k063573, k063811, k063824, k071623, k132674, k151320. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the panel phoenix nmic/ID-307, 4 isolates of e. Coli were misidentified as e. Cloacae. There was no report of patient impact. The following information was provided by the initial reporter: customer reported 4 isolates of e. Coli¿s that were misidentified as e. Cloacae. Incorrect ID¿s were reported then amended. No adverse patient effects.

Event description:
It was reported while using panel phoenix nmic/ID-307, a patient sample of e. Coli was incorrectly identified as e. Cloacae. There was no report of patient impact.

Manufacturer narrative:
The following fields have been updated: b5. It was reported while using panel phoenix nmic/ID-307, a patient sample of e. Coli was incorrectly identified as e. Cloacae. There was no report of patient impact. This supplemental MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.